Event description:
Customer called to report an incident where the tubing and drip chamber separated during set up patients treatment. No patient injury has been reported at this time. Taxol splashed on nurse. Nurse needed to change her uniform. Customer reported nurse went home after spill.

Manufacturer narrative:
Device has been requested for evalaution. If device is recieved and an evaluation performed, a follow-up medwatch will be filed.